Manufacturer narrative:
The manufacturing records could not be reviewed due to the lot number not being provided. D4. Lot number is unknown, therefore expiration date and h4. Manufacturer date is unknown. D6b. The exact date for the explant is unknown. Section e. Initial reporter is unknown because reporter elected to not be identified. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. H3 other text : the device was not returned.

Event description:
From voluntary medwatch mw5149436; received on 9-jan-2024, reported to FDA on 19-dec-2023: it was reported that hcp called to get MRI (magnetic resonance imaging) information. The caller indicated that the patient has two retained leads without an ins(implanted neuro stimulator). The caller indicated that the patient had a nevro system implanted and then removed but couldn't provide details why the medtronic leads were left implanted. The caller was an MRI tech and did not have other details about the status of the scs (spinal cord stimulator) system. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).